Manufacturer narrative:
Additional contact: (B)(6). Occupation: home infusion coordinator.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump would not stop alarming that the cassette was not attached properly. The pump was exchanged, but the same error reoccurred. The event log showed the alarm. When tested at the site, the pump was able to be primed and run. About 4 or 5 minutes later, the same cassette error was received. There was no patient injury.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.